Event description:
It was reported the device was removed because it did not work, but the leads were left implanted. Following the removal, the patient had "very bad" complications in (B)(6) 2011 and could barely walk. The patient had balance issues and was falling. It was noted the wires on the patient's cervical area were causing him pain. "Many" tests were performed, but the reporter stated the spinal channels "looked good." The patient was considering surgical options. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 39565-30, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type lead. (B)(4).